Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(6) (B)(4), implanted: (B)(6) 2014, explanted: 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that as per a physician, the patient's entire system was removed on (B)(6) 2016 due to an infection along the catheter tunnel pathway. The patient had a fungal infection and the skin was open. The catheter was visible through the opening so the physician had added the patient to their schedule immediately to remove the system. The date of onset regarding the event was unknown. A new device system was to be implanted in the future. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The hcp had discarded the explanted pump and catheter. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On 04-25-2016, an hcp reported that the patient's medical history included hypertension (htn), coronary artery disease (cad), and non-insulin-dependent diabetes mellitus (niddm). In regards to diagnostic testing performed, fungal cultures was indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.